Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, the bedside monitor went blank while in use. The patient was placed on a portable patient monitor to resume monitoring and no injury was reported during this event.

Manufacturer narrative:
The eight year old device was received at spacelabs'' equipment service center for repair. The reported problem was verified. The module housing divider and the sdlc pcba, were replaced due to evidence of damage. The battery pack, cpu pcba, and nvram were also replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.